Event description:
On (B)(6) 2012, patient reported the infusion device is not alarming that she is receiving an e4 (occlusion) error until she boluses and by that time her blood glucose level is elevated. Patient reported this issue has been occurring for the past 1-2 months. Patient reported the issue usually occurs over the night time when she has gone to bed and her blood glucose level is normal. Patient stated she will sleep, wake up with an elevated blood glucose level and attempt to bolus and then the infusion device will alarm with the e4 (occlusion) error message; but not until she attempts to bolus does it alarm. Educated patient on alarm parameters. Patient reported her blood glucose levels go up to the 500's mg/dl and it usually happens at night. Patient stated last night it worked fine because she woke up with a normal blood glucose level and then started feeling bad so she tested and now her blood glucose level is at 500 mg/dl. Patient's normal blood glucose range is around 110-130 mg/dl. Patient reported she attempted to bolus and the infusion device occluded again. Patient stated she changed out the insulin cartridge and infusion set tubing, cleared the error and then was able to hook back up to her infusion site and deliver the bolus. Patient reported once she takes these steps she is able to bring her blood glucose level back down to normal for a while but it will go back up eventually when the infusion device is not alarming that there is an occlusion. Patient stated the adapter has not been changed. Educated to change the adapter with every 10 cartridge changes. Educated patient on adjusting the piston rod and why. Patient reported she did not need any outside assistance; she will change the infusion set and bolus to bring her blood glucose level back down to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion device, battery and battery cover for evaluation.